Manufacturer narrative:
Additional manufacturer narrative - the reported device has not been returned. Without return of explanted device the reported clinical observation cannot be confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an edwards valve was explanted due to calcification leading to stenosis after un unknown implant duration from a lady of (B)(6) years of age. Per records received, there were severe adhesions related to the previous surgery. The previously inserted bioprosthetic valve had some deformity of the stent posts due to severe calcification and narrowing at the sinotubular junction and the stent posts were embedded in the aortic wall with some early degenerative changes in the free margin of one of the leaflets. An aortic root enlargement was performed with a bovine pericardial patch and a 23 mm competitor's mechanical valve was used in replacement. The patient was noted as hospitalized in stable condition.

Manufacturer narrative:
Device evaluation summary: x-ray demonstrated moderate calcification on all three leaflets, commissure 1 bent, and wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 1 had a tear of 2mm near commissure 2. Calcification was evident near the tear. Incidental findings: the wireform was exposed on commissure 1, near leaflet 1 at the outflow aspect, and near commissure 1 on the side of the valve. Serrated markings were observed on leaflet 2 near commissure 3. Additional manufacturer narrative - the reported stenosis was confirmed as secondary to calcification.

Event description:
Device was returned for evaluation.